Event description:
During procedure #: (B)(4) peg kit by boston scientific (lot #: 32136223; exp: 08.01.2025) was opened after verifying sterility and implant use by surgeon. Snare was noted to malfunction. New peg kit was obtained and snare from old kit was separated from surgical field.